Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 14-nov-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. Following pre-dilation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification after several attempted, still failed to cross the lesion. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage. A synergy ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged from the 4th- 6th proximal stent strut rows with stent struts lifted. The undamaged stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.